Manufacturer narrative:
Date of event: unknown - multiple attempts were made to follow-up with the customer to obtain the event date; however, there was no response.

Event description:
The customer reported the unit went ventilator inoperative with error code message of air valve liftoff failure. The customer reported that there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the air flow sensor for evaluation. Visual inspection of the returned air flow sensor did not reveal any signs of physical damage or abuse that could have caused the reported problem. Fi technician performed an air flow sensor functional integrity test on ac power and backup battery. The reported problem could not be duplicated. No faults were found on the returned air flow sensor. The root cause of the reported issue could not be determined due to no problem found on the returned air flow sensor. Fse replaced air flow sensor which corrected the reported problem.